Event description:
It was reported to philips healthcare that the heartstart mrx battery contacts on the rear of the casing are broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.